Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the same day as event onset, the patient was hospitalized for the event and began treatment with injection of meropenem (500 mg twice a day, ongoing, route not reported) and injection of fortum (100 ml daily, ongoing, route not reported). The same day as event onset, pd therapy was discontinued (hold). On an unreported date, the patient was switched to hemodialysis therapy. It was reported the patient was not recovering from the peritonitis event. Five days after event onset, the patient experienced cardiac arrest. It was reported the same day, the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. No additional information is available.